Manufacturer narrative:
The pump was received with blank display due to missing battery tube spring and corroded battery tube. The pump had cracked battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the coil came out of the pump and the pump was alarming. The customer's blood glucose level was 130 mg/dl. The customer was advised the pump would be replaced and returned for analysis.